Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, forward firing occurred. A second fiber was utilized to complete the case. The patient was reported to be okay.

Manufacturer narrative:
Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation code of operational context was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber started firing out from end of fiber at 90, 289j and 12:51 minutes of fiber use. There was microcalcification present in the prostate. The tip of the fiber was not cleaned during procedure. A second fiber was utilized to complete the case. The patient was reported to be okay.